Event description:
Ruptured implant, headaches, joint pain, sharp shooting pain, rash on left breast, dry nasal passages, hair loss, memory loss, severe constipation and numbness in fingers. Event date: 8/19/82.